Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection of the returned battery revealed corrosion on the battery contacts the reported a "replace battery" alarm could not be confirmed nor reproduced during testing of the returned 14v li-ion battery serial number (B)(4). The battery was inserted into a test battery charger (ubc) and was fully charged without any issues. Using test battery clips and system controller, the battery supported a test pump without any issues. No atypical alarms were reproduced during analysis. The run-time capacity exceeded specification when discharge tested. No faults were found with the 14v li-ion battery (B)(4). The returned battery operated as intended during testing. As a result, the root cause of the reported "replace battery" alarm-event could not be conclusively determined. Battery usage, maintenance and charging are addressed in the approved labeling documentation provided with the system - heartmate 14 volt li-ion battery instructions for use , universal battery charger instructions for use and the heartmate 3 lvas patient handbook. These documents also address keeping the batteries clean and dry to prevent damage. Warnings about getting the heartmate 3 system components wet are documented in the heartmate 3 lvas patient handbook (showering/warnings and cautions). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with an advisory alarm, yellow wrench " back up battery fault". The old battery had a "replace battery" alarm. Patient was issued a new battery. The alarms stopped after the batteries were switched. Visual inspection of the returned battery revealed corrosion on the battery contacts.